Event description:
The customer reported the system intermittently would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector receptacle. The system operates as intended.